Event description:
It was reported that the user experienced repeated occlusion alarms while using a teflon infusion set with 23-inch tubing, with hyperglycemia that resolved only after changing the infusion set, and replacement supplies were arranged. Symptoms included elevated blood glucose. Outcomes included no medical intervention beyond infusion set changes and education. Investigation included remote troubleshooting and user education. Investigation of this case revealed no visible kinks, bubbles, or set damage, and the issue resolved after supply replacement, which is consistent with an infusion set occlusion. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.